Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during this patient's implant procedure, two right atrial (ra) leads were attempted. After hooking the lead to the device, noise and high out of range pace impedances of greater than 3000 ohms were observed. Troubleshooting was attempted, but was unsuccessful as the pacing system analyzer (psa) still showed the observations on the lead. Both leads had the same observations, so a different model lead was attempted and was successful. That system remains in service without further issue. No adverse patient effects were reported.